Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0lyhw, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0gmm8, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that she was implanted with the device couple of months prior to report and the device did not work. It was taken out a couple of weeks prior to report. Both the implantable neurostimulator and therapy did not work. The device did not work from implant. The exact date of implant and explant were unknown at the time of report. There was no further information provided. If additional information is received, a follow up report will be sent. Information omitted about pp donation.